Event description:
It was reported that wearable issue occurred. The sensor was inserted into the arm on (B)(6) 2023. The product and data was evaluated and the allegation was confirmed as signal loss was found. An external visual inspection was performed and passed. A pairing test was performed and passed. A review of the share log was performed and signal loss was found within the investigation window. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of the wearable issue is reportable based on the finding of signal loss. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.